Event description:
The customer reported that approximately 2mls of cleaner had leaked from an unknown source on the coulter® lh 500 hematology analyzer during shutdown. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak during shutdown due to cut tubing at normally closed pv32. The fse replaced the tubing resolving the leak. (B)(4).